Manufacturer narrative:
RMA 859801618-r has been initiated for this issue. Model irc5po2v, serial number/date code (B)(4) is approximately 2 years old age. The user manual part number 1143482 rev e (nov-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. No injury reported. The dealer felt that their skin could have been burned if they had touched the device. The external temperature of the device is unknown.

Event description:
Dealer alleged low 02 lights come on but purity is 90+% and device allegedly runs hot. No injury alleged. The dealer felt that their skin could have been burned if they had touched the device.

Event description:
Dealer alleged low 02 lights come on but purity is 90+% and device allegedly runs hot. No injury alleged. The dealer felt that their skin could have been burned if they had touched the device.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2012-00013. The device, concentrator, model #irc5po2v, serial #(B)(4) has been returned for an inspection and evaluation. The product was approximately 9 months old at the time of the complaint. The access door was not installed when product returned for evaluation. The internal tubing was yellowed with a nicotine-like substance. The concentrator was powered on and set to 5 lpm. The unit was operated for approximately 1 hour with o2 = 95.2%. The lights did not go on. The unit did not run hot. The complaint could not be verified or re-created. A dhf review was conducted with no discrepancies. (B)(4) has been initiated for this issue. Model irc5po2v, serial number/date code (B)(4) is approximately 2 years old age. The user manual part number 1143482 rev e (nov-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. No injury reported. The dealer felt that their skin could have been burned if they had touched the device. The external temperature of the device is unknown.